Manufacturer narrative:
H.6. Investigation summary: material #: 367983; lot/batch #: 2342063; bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for missing label with the incident lot was observed. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to missing label as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is confirmed for the indicated failure mode missing label. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using the bd vacutainer® sst¿ blood collection tubes that there was a label issue. The following information was provided by the initial reporter: open the package and find that there is no label on the bottle, and immediately replace it with a new blood routine bottle for blood collection without adverse consequences.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® sst¿ blood collection tubes that there was a label issue. The following information was provided by the initial reporter: open the package and find that there is no label on the bottle, and immediately replace it with a new blood routine bottle for blood collection without adverse consequences.